Event description:
Pt was revised because one of the cortical screws was irritating the pt's tendon and causing discomfort.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Provided information states one of the cortical screws was irritating the pt's tendons and causing discomfort. The bone was fully healed. The investigation could not depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.